Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 490 mg/dl. The customer was also vomiting. The customer had been getting no delivery alarms for a week prior to the event, and requested a replacement insulin pump. Nothing further was reported.